Event description:
On 07/20/2015, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that the keypad buttons were under responsive. It was also reported that there was moisture present behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 09/30/2015.device evaluation: the device has been returned and evaluated by product analysis on 09/12/2015 with the following findings: during visual inspection there was moisture observed behind the display lens. Due to internal moisture damage, the pump powers on to a discolored and distorted display image. The keypad was intact and there was there no damage observed. All the keys responded appropriately. The keypad was removed and there was no contamination found under the key contacts. There was evidence of moisture contamination inside the battery compartment. A leak test was performed and failed indicating a battery compartment and bolus button cover leak. The pump case was removed and there was evidence of moisture ingress.